Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during an unknown procedure performed on (B)(6) 2007. According to the complainant, after the procedure, the patient presented with tissue erosion. Attempts at follow up have been unsuccessful.

Manufacturer narrative:
A second attorney was reported with this event; their contact information is as follows: (B)(6).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during an unknown procedure performed on (B)(6) 2007. According to the complainant, after the procedure, the patient presented with tissue erosion. Attempts at follow up have been unsuccessful.